Event description:
The customer observed negatively biased quality control fluids processed using vitros valp reagent on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No erroneous pt results were reported. There was no report of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that vitros valp quality control results (valp reagent lot #1511-13-9156) were acceptable when a fresh reagent pack was loaded onto the vitros 5,1, however, the results drifted over time. The customer obtained acceptable vitros valp results following re-calibration with a fresh valp reagent pack. The investigation was unable to verify vitros 5,1 system performance as the customer was unwilling to perform the requested testing. The root cause of the negatively biased valp results is unk, however, valp reagent pack handling cannot be ruled out.